Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported white residue in the tubing and air water channel during service and maintenance involving an olympus colonovideosocpe. There was no patient injury reported.